Manufacturer narrative:
The event date of (B)(6) 2023 is an estimated based of the aware date of (B)(6) 2023 as the exact date was not reported.

Event description:
It was reported that the device was broken. A 140cm renhf 115cm 20 preload fathom 16 renegade hi flo was selected for use. During the preparation the physician noticed that the catheter had a break in it before it was used inside the patient. The device was removed intact and the procedure was completed with a different device. No complications reported.